Event description:
It was reported that a cgm error occurred, specifically error 42. There was no reported adverse impact to the customer's blood glucose level. Technical support provided complete pump reset instructions and guided the caller through the process, after which the error code did not reappear, and the caller successfully started their sensor session.